Event description:
Years and years of illness and pain due to meme replicon polyurethane breast implants. Denial and poor treatment by the majority of physicians from whom pt sought for help. Five implant related surgeries due to complications. Not notified of voluntary recall of these implants. Explantation performed. Three groups of lymph nodes removed, all testing positive for silicone and polyurethane. Left with chronic pain and exhaustion, brain fog and muscle spasms.